Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they could not get any st imulation because their ins would not recharge. Pt started having issues about 3 weeks ago that were on and off for some time it would charge. Pts phone connection kept cutting out so agent believed they heard the pt say that the controller would charge and it won't discharge good sometimes; when asked to clarify the pt said it took a long time to charge the ins. When recharging the ins the controller would go from 100% to 80% battery while the ins did not increment in charge when trying to charge for 2 hours. Pt said it would drain the controller. Pt also got software problem 1.intellis 2.3.6 3.48 4.qte_arm got when recharging the ins. Pt mentioned it took forever and it would tell them to set the closes to the number on back and leave for 10 minutes at 94 (agent understood passive recharge mode). During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins the pt got no device found, pt said it was because their ins was completely dead. Pt pressed recharge and was getting connect the recharger even though it was plugged in. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.